Manufacturer narrative:
(B)(4). A third party repair facility evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was the user interface (ui) pcb assembly. After replacing the ui pcb assembly proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The device or the removed ui pcb assembly was not returned to physio-control for evaluation. Further component cause could not be determined.

Event description:
A third party repair facility contacted physio-control and stated that a customer's device has a white screen and service indicator present upon powering the device on. A white screen is indicative of an incomplete boot-up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.